Manufacturer narrative:
Device passed the displacement test, rewind, self test, unexpected restart error test and the delivery accuracy test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify absence of occlusion alarm during the occlusion test or during the basic occlusion test due to prime anomaly. Device had intermittent button and alarmed button error due to flattened dome switches on the esc and down arrow buttons (no crease). Device had minor or deep scratched display window, scratched case, cracked case at the corner of the reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 330 mg/dl. The customer¿s current blood glucose is 290 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer also state that cannula was bent and the insulin squirting out during priming. The insulin pump will be returned for analysis.